Manufacturer narrative:
Batch review performed on 14 may 2020: lot 141429: (B)(4) items manufactured and released on 14-may-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in reporting instability. The surgeon revised the tibial tray and poly 2 years and 8 months after primary. New liner has the same height of the old one, but 5mm auments were used. The surgery was completed successfully.